Event description:
Nine mons post-op pt was readmitted for resurfacing of the patella. During visual exam surgeon noticed significant wear on articular surface. Articular surface was removed and replaced.